Event description:
It was reported to philips the device ECG will not read. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device ECG will not read. The device was in use on a patient and there was no adverse event to patient or user. One processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests and there was no fault found with this processor pca.